Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. On initial inspection the catheter had been separated in the center of the 120cm long shaft. The break was after a large elongated segment of the shaft. This proximal segment of the catheter had a bentson wire through this segment and had uncoiled due to the excessive force seen. The distal section of the catheter shaft had the balloon still connected to the catheter shaft and no signs of stretching of the balloon bond area were seen. There were also no signs of stress on the balloon. If the balloon had been bunched up at the end of the introducer sheath there would have been signs of stress on the balloon as well as on the distal end of the introducer sheath. There was a second guidewire in the distal section of the balloon. Why or how a second guidewire was inserted is not understood. This second wire was unable to be removed from the catheter shaft and had to be cut so the balloon could be evaluated even after soaking for 24hrs. To ensure the integrity of the balloon had not been compromised the balloon was inflated to the rated burst pressure of 12atm using a touhy borst adapter. The balloon maintained pressure and had no leaks. The balloon was also able to be fully deflated as well. The introducer sheath provided had been cut in half and only the distal segment was provided. The distal tip of the introducer sheath showed no signs of prolapse and or damage consistent with a balloon being stuck. There was no flaring of the sheath or splitting. The instructions for use specify the following: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. All units were able to be withdrawn back through the introducer sheath without issue. Conclusion: atrium has been unable to determine that there was an issue with the device in question and have not been able to determine any fault due to manufacturing.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a chimney procedure in the superior mesenteric artery. Access was axillary. The stent was deployed successfully. As the balloon was being removed, it would not go completely back into the sheath. The physician stretched the catheter until it tore in half. He was able to retrieve the product. No harm to the patient.